Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The peritonitis manifested as abdominal pain and cloudy dialysate, for which the patient was hospitalized on the same day. On an unknown date, the patient was treated with vancomycin 1 gram and amikacin 12.5 milligrams for the peritonitis. However, the patient outcome was not reported.

Manufacturer narrative:
(B)(4). Further information was received from the consumer. On (B)(6) 2013, the patient was shifted to hemodialysis. On (B)(6) 2013, the patient was discharged. The patient's antibiotic was not completed. On an unreported date, the patient had a break in aseptic technique which caused peritonitis. The patient was scheduled for catheter removal. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As a sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up MDR will be submitted.